Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead exhibited intermittent undersensing noted on stored electrograms (egms). The rv lead remains in use. It was further reported that the patient presented with hypertension with fourteen inappropriate shocks in setting of atrial fibrillation (af) with rapid ventricular response with another episode of appropriate shock in setting of polymorphic ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) at end of service (eos). The ICD was explanted and replaced and the patient received a atrio-ventricular nodal ablation procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.